Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the uterus was sutured by cesarean section, the suture (double needle) needle and thread connection accidentally detached, and a new suture of the same type and lot number was opened, but it occurred again. The suture was replaced to complete the case. There was no patient injury.